Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the instrument tip fracture may be a result of over tightening of the original screws, not seating the revision driver fully on the screw and/or hard bone quality. Conclusion: the cause is therefore not determined and multi-factorial due to lack of information and parts for examination.

Event description:
It was reported that; the tip of the key broke during the surgery.

Event description:
It was reported that; the tip of the key broke during the surgery.